Event description:
Patient reported left-side "capsular contraction with probable intracapsular rupture". Healthcare professional later confirmed baker grade as unknown. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are ¿ capsular contracture: unable to observe. ¿ rupture: not observed. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left-side "capsular contraction with probable intracapsular rupture". Healthcare professional later confirmed baker grade as unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contraction is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contraction, baker grade unknown with probable intracapsular rupture.

Event description:
Patient reported, left side "capsular contraction with probable intracapsular rupture". Healthcare professional, later confirmed, baker grade as unknown. Device remains implanted.